Manufacturer narrative:
Unit was evaluated by the distributor.

Event description:
It was reported the bed exit was not functioning properly due to the scale needing to be zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.